Manufacturer narrative:
Exact date unknown, event occurred few days ago from the aware date.

Event description:
It was reported that patient was getting an undesired stimulation on the legs and inadequate stimulation on the lower back. It was also reported that the ipg was non-functional. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg was not returned.